Event description:
The user facility reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and post implant, same day, the patient experienced limb ischemia. Femorofemoral bypass was completed to address the limb ischemia. The patient was reported to be in stable condition following the event. The following day, the patient was planned for transfer to an outside hospital for possible escalation to an impella 5.5 device. It is unknown if the plans were executed as noted. However, it was noted the impella cp was weaned and explanted this day, and the outcome at explant reflected the patient survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿